Event description:
The customer reported two cases of tass the first day post-op and both cases have resolved. The second complaint is being submitted under manufacturer number 1644019-2007-0021. The site stated that they make a practice of reusing single use items, and were advised not to anymore.

Manufacturer narrative:
No sample was returned and the event resolved completely. The site stated that they made a practice of reusing single use blades that were not included in this kit. The site was advised to discontinue reusing single use blades by the account manager. We are unable to determine the root cause of tass based on this investigation. An ophthalmic industry task force headed by some dr. For cataract and refractive surgery) was formed to help determine possible causes involved with the industry-wide increase in tass observations observed in march 2006. Following issuance of a final report from this committee in september 2006 stating that no specific product could be identified as a cause for tass, a special report was issued from the ascrs and asorn (of ophthalmic registered nurses) entitled, "recommended practices for cleaning and sterilizing intraocular surgical instruments" as a guidance to help prevent single-facility outbreaks related to contaminated/degraded instruments. Tass first aid kit was sent to this facility previously.